Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant noted that the device leaked and that the tubing near the proximal end of the drainage catheter separated. It was reported that the patient had bilateral nephrostomy catheters placed and the catheters had to be replaced 5 days later due to the catheter separation. There was no reported harm to the patient.